Manufacturer narrative:
Evaluation summary: the probable cause was that the processor was not recognizing the scope and the pcb failed due to water ingress etc. Presumed. Correction information: g6: follow up #1; h2: type of follow up; h6: coding changed based on the investigation result.

Event description:
Pentax medical became aware of an event that occurred in the united states. The user facility reported a complaint of "video/error msg, scope not conn". The customer stated they checked scope connections and can't take pictures involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). No death or injury or significant delay in procedure was reported. The customer owned endoscope was received by pentax medical for evaluation on 12-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician found an intermittent image confirming the customer complaint and also documented the following inspection findings: ccd driver circuit board failure, passed dry leak test, passed wet leak test, umbilical cable buckle/s image video unable to white balance, pve connector housing scratched. The device underwent replacements for the following components: o-rings and seals, light guide cable, pcb for ccd drive pb-free, bending rubber. Model ec-3890li and serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. On 17-aug-2021, a device history record(DHR) review for model model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 01-apr-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 02-apr-2013. The endoscope is awaiting repair and approved by final qc as of 31-aug-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.